Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after four minutes (approximately) of activation time in a calcified sfa, the tip of the recanalization catheter allegedly detached in the distal cap. It was further reported that the health care provider (hcp) used another wire and catheter to successfully cross the lesion. It was said that the hcp performed balloon angioplasty and deployed a stent to appose the catheter tip against the vessel wall. Reportedly, the vessel was patent with good blood flow at the end of the procedure. There was no known impact or consequence to the patient reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The distal tip was missing from the catheter and was not returned. The outer catheter remaining measured 153.8cm from strain relief to break, indicating 0.2cm of the outer catheter was not returned. The core wire remaining within the catheter was measured to be 152.7cm, indicating that 1.3cm of the core wire was not returned for evaluation. The distal end of the catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. Functional/performance evaluation: no functional testing was performed due to the condition of the sample. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported details, the treatment site was calcified. Therefore, it is possible that patient factors contributed to the reported event. However, the definitive root cause is unknown. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 from the body and advance a guidewire through the lesion.